Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a size 40 mm + 12 mm ceramic head ball ( 1365-40-740) was chosen to be implanted onto an actis size 10 stem (1010-11-100). The head ball would not properly seat onto the stem. It was as if the tapers were different. A metal head ball of the same size was then open and implanted without issue. The surgeon and pa thought that the implant was defective in some way. It was also indicated that there was a surgical delay of 15 minutes.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned device finds nothing outward to suspect a product problem. A review of the device manufacturing record finds no deviations or anomalies. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot: as provided by the manufacturing supplier: a review of the device manufacturing record for the ceramic head and also the ts metal sleeve found no deviations or anomalies. Device history review: as provided by the manufacturing supplier: a review of the device manufacturing record for the ceramic head and also the ts metal sleeve found no deviations or anomalies.